Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in the field action and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of palpitations and developed atrial arrhythmias (flutter/fibrillation) when their device went to vvi 65 mode after reaching elective replacement indicator (eri). An anti-coagulant was administered and a cardioversion was scheduled. The device was explanted and replaced. No patient complications have been reported as a result of this event.